Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that abnormal pace impedance measurements were noted when it comes to the competitor right ventricular lead. Loss of capture resulting in collapse was also noted. The device was reprogrammed and remains implanted. No adverse patient effects were reported.